Event description:
Cumulative health issues from my mentor smooth saline breast implants including chronic fatigue, brain fog, anxiety/depression. Hypothyroidism, positive ana, elevated liver enzymes, dry eyes, unexplained rash.